Event description:
It was reported that the stent failed to deploy. The procedure was an angioplasty of an av graft in the forearm. The approach taken was from the antecubital, using a 7f sheath and a 0.035 guide wire. The dr did not have any difficulty advancing to the intended site, but he could not get the device to deploy. The system was removed and the procedure was completed with another stent without any difficulty. It was reported that there was no injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for eval to date. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. This application represents an off-label use for this device. The current info for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasma.